Event description:
A hospital reported via the FDA that the tubing connected to the fph mr850 humidifier fills with water when exposed to cool air. It was reported the humidifier must be kept at 37 degree celsius per manufacturer's recommendation, but the part of the device exposed to cool air begins forming condensation and within hours condensate droplets coalesce in the airway tubing and move toward the pt, eventually entering the nares. It was reported that: while the volume of liquid is variable, it does reach levels that elicit coughing, choking, bradycardia and desaturations in the pt's. The appearance of these symptoms is causally related to the sudden entry of the fluid into the pt's nasopharynx. The staff had seen the occurrence in babies connected to ventilators, nasal CPAP, sipap and hi flow heated nasal cannula. The hospital have been experiencing these problems since they began using fph heaters approx 3-4 months ago. It was reported the manufacturer is aware of the problem, and was aware of it prior to its introduction to our hospital, and has offered little help in addressing this issue. We have found no record of this complaint prior to receiving this report via the FDA.

Manufacturer narrative:
Fisher & paykel healthcare has found no record of this complaint, prior to receiving the report from the FDA. A fisher & paykel healthcare representative is currently working with the hospital to help them improve their setups to reduce condensate. For further details regarding our investigation.